Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device alarmed hardware low level failure. The customer reported that they noticed a blank screen, the pump restarted and displayed a hardware low level failure alarm, and the pump did not alarm. The customer¿s blood glucose during the incident was 81 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. No blank display anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history, problem isolated to electronic assemblies.